Manufacturer narrative:
Evaluation summary - functional check - we performed a simulation of the pre-operative check which is required in the instructions for use to check the clamping function. Function test performed on the device revealed that mechanical function including clamping of the set screw is given in full although the clamping ring is deformed. Review of device history record (DHR) - a review of the DHR for the device (lot code k218225) revealed no discrepancies. Deviations in the mfg documents were not found. It can be assumed that inserting of the set screw had been carried out using the intended screwdriver bit for set screw (gti system). Then, during extraction surgery, the seized set screw which had been inserted under misalignment could not be extracted with the used and non-intended flexible gamma3 set screwdriver evaluation revealed that the reported event is not linked to any deficiency of the device, but rather to non-intended intra-operative use of the product at user site.

Event description:
The head of theater, reports via our sales rep, that the ring at the tip is out of form.